Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. Pta was performed on a 100% stenosed, moderate tortuous and calcified lesion. The lesion being treated is unk. It was unk at what atmosphere the balloon was inflated. The balloon ruptured below rated burst pressure (rbp). No pt injuries or complications were reported. Pt's condition listed as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. As the batch number is unk, a review of the manufacturing documentation could not be completed. This investigation will be assigned the most probable root cause classification of operational context. (B)(4).